Event description:
It was reported that there was particulate matter (pm) within an unspecified quantity of exactamix 250 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags. The pm was further described as ¿found a foreign object¿. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d1 and d4: d4: unique identifier (UDI) #: manufacturing date UDI is unknown. Additional information was added to g4, h4, h6, and h11: h4: the lot was manufactured between december 9, 2022 ¿ december 10, 2022. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed, and dark pm (particulate matter) was observed in the add port cap. Upon further inspection, small particulate was noted inside the bottom of the bag which would be in the fluid pathway. The reported condition was verified. Due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.